Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 5. The home patient (hp) was connected. During troubleshooting, nothing was found that would cause or contribute to the alarm. The baxter technical services representative (tsr) explained the alarm and helped the hp clear it by turning the hc off and on. The hc then alarmed system error 2367 and the hp cycled the power again to get back to "press go to start." The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received a follow-up will be submitted.